Event description:
The customer complains about wrong the size pixels resulting in wrong scaling values in manually stitched composite images.

Manufacturer narrative:
When investigation is completed a f/u report will be sent to the FDA. (B)(4).